Manufacturer narrative:
The product was returned for analysis. The device was received by a company representative and is in transit to the manufacturing site for investigation. Investigation including root cause analysis will be completed. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. There are no other complaints in the lot. (B)(4).

Event description:
A nurse reported that after an intraocular lens (iol) was implanted the patient had discomfort when focusing up close. One month after implantation the lens was exchanged for another lens of one diopter more power. Additional information was requested.

Manufacturer narrative:
The product was not returned. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause for the reported complaint. Replacement lens information not provided. Corrected data provided in h.3., h.6. And h.10. Additional information provided in h.10. The manufacturer internal reference number is: (B)(4).